Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported oxygen concentration not measuring correctly. Customer reported that there was no patient involvement.

Manufacturer narrative:
Date of report: 09/24/2018. (B)(4). Date of MFR: 06/01/2018. The gas delivery system (gds) was replaced to address the initial complaint from the customer. The gas delivery system (gds) assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gas delivery system (gds) assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. Operational testing was performed and the ventilator power up from ac and delivered breaths. The unit displayed 1112 and 1208 error codes. During debugging found c12 shorted on the data acquisition pcba. C12 was replaced on the data acquisition pcba.